Manufacturer narrative:
This report is submitted on october 19, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a performance decrement leading to device non-use. Subsequently, the device was explanted on (B)(6) 2018 and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
This report is submitted january 7, 2019.